Event description:
The clinician reported that nearly one month after the dental implant was placed, in ada site #20 of the patient's mouth, failure of implant was verified. Bone graft was performed and bone type iii was involved in this event. The device was forwarded to the manufacturer for investigation. The patient experienced mobility of implant at time of failure, no further complications were observed.